Event description:
During a retrospective complaint review, devilbiss healthcare identified an oxygen concentrator with complaint of "low o2 [purity]." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the determined the oxygen sensing element of the pcb was not operating to specification, which was the root cause of the low oxygen alarm condition. The pcb was replaced, and the unit operated to specification.